Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reported discrepant sars result for 1 symptomatic consumer. The consumer communicated that they tested positive with a faint pink line using quickvue otc and then negative with another rapid antigen assay approximately 1 day later. No further confirmatory testing had been completed. An additional consumer event was also communicated which is captured on a separate report.